Manufacturer narrative:
Block b5 has been updated with the additional information received on august 20, 2024. Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent bent imdrf impact code f2301 captures the reportable event of additional device required to remove the stent

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the pancreatic duct for biliary drainage during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2024. During the procedure, the distal end of the stent became bent. The stent was subsequently removed with a snare, and another advanix pancreatic stent was used to complete the procedure. There were no patient complications reported due to this event. Additional information received on august 20, 2024. It was reported that it was the distal part of the pusher that was bent, not the stent.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent bent imdrf impact code f2301 captures the reportable event of additional device required to remove the stent.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the pancreatic duct for biliary drainage during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2024. During the procedure, the distal end of the stent became bent. The stent was subsequently removed with a snare, and another advanix pancreatic stent was used to complete the procedure. There were no patient complications reported due to this event.